Manufacturer narrative:
Additional information: d9, h3, h6 analysis was normal. No anomalies were found.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented with cardiac perforation from their right ventricular lead on (B)(6) 2020. Physician attempted to reposition lead on (B)(6) 2020, but the lead helix would not retract. Lead was explanted and replaced instead. Patient was reported to be recovering after the procedure.

Event description:
New information received notes that the lead perforation was first discovered due to a loss of capture and then an echocardiogram. It was also noted that patient was stable after the replacement procedure.